Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Reportedly, customer changed the infusion set to address the issue. Customer's blood glucose level was 200-299 mg/dl.